Event description:
Bier block being applied to arm for reduction of fractured wrist/forearm. During lidocaine infusion, child started to have seizure. Examination of equipment revealed that the switch used to inflate the pneumatic tourniquet had not been activated which allowed lidocaine into circulation in an excessive dose. Child treated immediately, responded to treatment, and recovered without any residual effect. Fracture reduction completed without further incident. Considered user error, machine has 2 switches which must be activated for effective use and only one was turned on. Bio-med test revealed tourniquet in proper working order and holding pressure without leakage.